Event description:
High defib impedance, > 200 ohms. Rv coil is not making good connection; not allowing current to flow. Lead 'came apart' at time of ICD explant.

Event description:
High defib impedamce, > 200 ohms. Rv coil is not making good connection; not allowing current to flow.